Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there were no failures detected. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that the connector shell had been removed from the hd26 connector. Otherwise, the cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the surgeon monitor flickered in and out intermittently. There was no patient present when this issue was identified.